Event description:
The facility representative reported a device with a condition of "turns itself off". This condition occurred before use. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed, upon completion of an eval, or, if any additional info becomes available.